Manufacturer narrative:
The consumer reported concerns with overheating of the bone, poor oral hygiene, peri-implantitis, adjacent to endonontics, provisional prosthesis, bruxism, pain, bleeding, numbness & mobility.

Event description:
The consumer reported concerns with overheating of the bone, poor oral hygiene, peri-implantitis, adjacent to endonontics, provisional prosthesis, bruxism, pain, bleeding, numbness & mobility.